Event description:
In 2008, a hospital nurse called for assistance in changing a pt's basal rate to 2.0 units per hour on the pt's insulin infusion device. The basal rate was successfully changed. The nurse stated the pt was admitted to the hospital with ketoacidosis. She did not know if the infusion device was involved in the issue. The nurse refused to give any further info but agreed to ask the pt to call. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.